Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump flow changed when the patient changed their position. The patient was asymptomatic. An echocardiogram (echo) was performed that revealed the inflow cannula was pointing toward the septum.

Manufacturer narrative:
Manufacturer's investigation conclusion: inflow cannula malpositioning was not confirmed as no images were submitted for analysis. Additionally, review of the submitted log files could not confirm the reported low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 and (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 5 of this IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's inflow cannula was oriented towards the septum. This occurred after the number of revolutions during a ramp test conducted on (B)(6) 2023. The ramp test was performed lying down and the low flow alarms occurred when the patient was in a sitting position the next day. In the supine position, the flow was maintained, but in the sitting position the flow decreased and a low flow alarm was observed. It was thought that increasing the rotation speed interfered, so the rotation speed was lowered back to the level prior to the ramp test.